Event description:
Physician was attempting to inflate a sprinter legend rx balloon to treat a lesion. Pressure was applied however the device was unable to inflate. A replacement device was used and the procedure was completed. An ez flator was continuously used without issue. The device was returned to the manufacturing facility and through analysis of the returned device the balloon was observed to have a leak. No clinical sequelae were reported. Evaluation summary: there was evidence of crystalline contrast in the balloon lumen. Tear evident at the guidewire entry port spanning 6.5mm distal to the guidewire entry port. Balloon had not been inflated. Initial mandrel movement was successful. Negative prep confirmed the presence of a leak. On pressurization of the device a leak was evident immediately distal to the guidewire entry port where the shaft was torn.

Manufacturer narrative:
Evaluation codes, results: related to operational context (appears most likely that the tear to the distal shaft occurred during insertion of the device) deformation problem (tear on shaft) evaluation codes, conclusions: operational context caused or contributed to the event (appears most likely that the tear to the distal shaft occurred during insertion of the device). (B)(4).